Event description:
It was reported by the company representative that the programmer's touch pen would not "track", however, the user was able to complete the case. The user tried replacing the touch pen, with no effect. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.